Event description:
This report contains supplemental information for mentor psr reference number ip-(B)(4). This event is associated with the men-15-003 clinical trial, participant 727-025. It was reported that a 37-year- old caucasian female patient underwent breast augmentation with 350cc mentor memorygel breast implant (mentor glow study gel devices) and experienced swelling and pain of the left breast. The patient was assessed as having developed a left breast hematoma that was observed on (B)(6) 2017. The patient underwent hematoma evacuation on (B)(6) 2017. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. On (B)(6), 2022, mentor became aware that the device information was mistakenly switched. The lot and serial number have been correctly updated on this form under.

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-(B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 30, 2023 was reviewed by the clinician on january 13, 2023, and it was decided to remove clinical code "neoplasm malignant" and add "breast cancer" to more accurately capture the reported event, and per correct codification. Manufacturer¿s reference number: (B)(4) clinical code under h6 updated.

Manufacturer narrative:
On november 3, 2022, mentor received additional information based on which, event description has been updated under field b3, and clinical code "cancer" has been added to field h6 on this form. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent augmentation surgery with mentor glow study gel devices on (B)(6) 2017. Adverse event # 1. Hematoma, (left side, implant serial number: (B)(6). Date of implant: (B)(6)2017). On (B)(6) 2017, the patient experienced left side hematoma, which required hematoma evacuation on (B)(6) 2017. On (B)(6) 2022, second adverse event # 2 was reported. Breast cancer, (left side, implant serial number: (B)(6). Date of implant: (B)(6) 2017). On (B)(6) 2020, the patient experienced left side breast cancer, which required mastectomy (partial) and lumpectomy on (B)(6) 2020. Should additional information become available, this case will be re-assessed and notes will be updated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.